Manufacturer narrative:
Summary of device evaluation: investigation conclusion: the investigation of the returned web delivery system found the implant separated from the delivery system, the proximal connector kinked, and the heater coil windings stretched. The implant was not returned for evaluation as it was implanted in the patient. The delivery device failed continuity and resistance testing due to the damaged connector and heater coil windings. However, the heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Event description:
It was reported that the web sl was used to treat a patient that presented with a subarachnoid hemorrhage (sah) bleeding from a wide-necked anterior communicating artery (aca) aneurysm. The web pre-tested fine with detachment controller. When the web was placed in the aneurysm and deployed, it would not detach despite use of a second detachment controller and re-positioning attempt. Manual detachment with a microcatheter was unsuccessful. However, a final attempt to detach the stent with detachment controller was successful in intended position. The patient was fine with no apparent sequelae. Prior to finishing the procedure an on-table cta was run, which the doctor noticed the patient had experienced another bleed. All procedural images were reviewed and patients bp and hr readings had remained stable throughout the procedure. It was determined that the bleed had happened pre-procedure and was not related to the manipulation, retrieval and re-deployment of the web device. The patient was wakened with no apparent sequelae from the web positioning.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient; however, the delivery system is reported available for return but it has not been received. Procedure images were not provided. Therefore, the alleged product issue cannot be confirmed at this time. If the delivery system or additional information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.